Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a mobile thrombus was noted. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The transseptal puncture was performed without issues using versacross and watchman trusteer sheath. The a 24 mm watchman device was prepped and attempted implant. At this time, a clot was noted on the wire. Thus, the device and sheath were removed and was replaced. Post-implant, the patient was put under plavix aspirin. The patient was fully recovered and was discharged the same day. The device is not expected to be returned for analysis.